Manufacturer narrative:
Follow-up # 1 date of submission 10/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings:during testing, the pump had no auditory tones. The auditory alarms settings were set to high and there was no sound during testing. The pump cover removed and a failed electrical connection was found in the audible alarm circuit. The connection was re-established and the pump was restarted. The pump was then able to emit auditory tones. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported an intermittent issue with the audio tone. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).